Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during implant attempt of the left ventricular (lv) lead the physician could not advance it in the targeted vein therefore the lead was abandoned and replaced with another lead. N patient complications have been reported as a result of this event.